Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose level was 311 mg/dl. The customer heard a beep, like a temp basal beep, three times in a half hour. The status screen was reviewed and only meter blood glucose now alarm was found. In the alarm history a low alert and a motor error alarm were found. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.